Event description:
It was reported that due to twiddler¿s syndrome, the right ventricular (rv) and right atrial (ra) leads were fractured. Both leads had high impedance, the rv lead had oversensing on the ventricular channel, and the ra lead had high/unstable thresholds and no capture. The leads were inactivated and three days later explanted and replaced. Upon extraction it was noted that there were 12 turns wrapped around the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2011; d314drg implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.